Manufacturer narrative:
H3: analysis of the b3400060m sensight extension (serial number (B)(6)) revealed the conductor(s) was/were broken in the extension; {x} cm from the distal end. Additionally, the conductor(s) was/were broken in the body of the extension at the distal side of the transition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of high impedance was not determined. Surgical intervention is being considered but not confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a deep brain stimulation procedure, high impedances were initially observed on contacts 2a/b/c, and later on contacts 9a and 10c. The patient experienced a return of tremor in the left hand and received an out of range (oor) warning. The therapy was not optimal after reprogramming. The patient increased medications over the weekend to manage the issue and consulted a neurologist. During a physician appointment, it was confirmed that there were new high impedances on contacts 9a and 10c. The physician reprogrammed the device to manage the symptoms, but the therapy remained suboptimal. Medtronic staff tested impedances, noting a reduction in impedance value for contact 2c when the patient's head was tilted to the right, but no other changes were replicated. No surgical intervention occurred, and the issue was unresolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400060m lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type extension h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional review indicates that information from manufacturer¿s report #2182207-2025-00743 was already reported in this report (#3004209178-2025-03535). Any additional information regarding this event will be submitted as a supplemental submission to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a deep brain stimulation procedure, high impedances were initially observed on contacts 2a/b/c, and later on contacts 9a and 10c. The patient suddenly experienced a return of tremor in the left hand and received an out of range (oor) warning. The patient increased medications over the weekend to manage the issue and consulted a neurologist. The therapy was not optimal after reprogramming around the contacts. A manufacturer representative (rep) tested impedances, noting a reduction in impedance value for contact 2c when the patient's head was tilted to the right, but no other changes were replicated. The physician had to reprogram the dbs to manage the return of symptoms. The issue was not resolved. Additional information was received from the rep. The cause of high impedance was not determined. Surgical intervention is being considered but not confirmed. Additional information was received reporting that by june 2024, impedances were slightly out of range on bipolar electrodes 1a/1b/1c and 9a/9b/9c. In october 2024, both monopolar and bipolar impedances were out of range on electrodes 2a/2b/2c and 9a, with 9a showing high impedance during auto increase tests. By february 2025, high impedances were noted on electrodes 2a/2b/2c, 9a, and 10c. Open circuits developed over time, involving multiple contacts. The patient reported no falls or activities likely to cause strain to the system, and palpation behind the ear and around the connection point between the ins and extensions showed no obvious migration. The patient tolerated stimulus to 1.2 unilaterally but developed dyskinesia r>l at 1.2. They settled on increase to 0.8 bilateral and meds adjusted. Revision surgery was planned to identify the cause of the impedance issues. Additional information was received reporting that the patient had revision procedure done on (B)(6). The impedance issue was isolated to one of the extensions. The surgeon noticed that the lead/extension connection location behind the patient's ear had migrated down from where this was placed during the initial implant, so the rep was not sure whether this placed any strain on the extension or whether it was unrelated.